Event description:
It was reported that device diagnostic testing resulted in high impedance reading. The physician referred the patient for x-rays. The x-ray report was received by device manufacturer; however, the x-rays were not received for review. The x-ray report did not note any discontinuities within the vns system. The physician indicated that no trauma or patient manipulation occurred that could have caused or contributed to the high impedance reading. The physician indicated that the last diagnostics were in september 2012 which were within normal limits. The patient underwent generator and lead replacement on 08/13/2013. The generator and lead are expected to be returned for analysis; however, have not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The initial MDR incorrectly stated that x-rays were not received by the manufacturer, as it was later found that they had already been received. Additionally, it was noted that the patient could not feel stimulation recently. The following is a review of the x-rays: the generator is visible in the upper, left chest and is placed normally. The connector pin appears to be fully inserted inside the connector block. The feedthru wires appear to be intact. The lead appears to be routed upwards to the left side of the neck. The positive electrodes only is visualized; the views do not allow for full assessment. A strain relief bend and loop are present; however, the loop does not appear to be placed per labeling. Two tie-downs are present and appear to be placed per labeling. No obvious discontinuities were seen within the vns system. There is a portion of the lead behind the generator; therefore, this portion of lead cannot be assessed for continuity. Based on the x-rays images received, there does not appear to be any gross lead fracture in the lead portion visible. However, the portion of the lead behind the generator could not be assessed, therefore that portion could not be assessed. The presence of an additional micro-fracture in the lead also cannot be ruled out. The lead revision surgery took place on august 13, 2013. Both explanted generator and lead were returned and product analysis was performed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. Product analysis of the returned generator found no anomalies other than a change in impedance by 438% (2231 ohms to 12015 ohms) on (B)(6) 2013. As the analysis indicated that the impedance changed on this date, this will be considered the date the event first occurred., the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Event description, corrected data: initial MDR inadvertently stated that x-rays were not returned to the manufacturer; however, they were returned. Device failure is suspected; however, it was not confirmed during product analysis.